Event description:
Initial report was that the device was not providing output current and the patient was experiencing increased seizures. There is no evidence the device was not providing output. No other relevant information has been received to date.